Event description:
It was reported that gamma nail was used to treat patients hip fx. At the conclusion of the case after taking final x-rays, the targeter would not disengage from the gamma nail. As a result, we had to remove the nail from the patient and insert a new gamma nail instead. The outcome was satisfactory and didn't compromise the patient in the o.r.

Event description:
It was reported that gamma nail was used to treat patients hip fx. At the conclusion of the case after taking final x-rays, the targeter would not disengage from the gamma nail. As a result, we had to remove the nail from the patient and insert a new gamma nail instead. The outcome was satisfactory and didn't compromise the patient in the or.

Manufacturer narrative:
Evaluation summary: evaluation revealed that the nail did not contribute to the complained event, therefore it was classified as concomitant item.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.